Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammation') and genital haemorrhage ('general, abnormal bleeding') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension from (B)(6) 2016 to (B)(6) 2019, irritable bowel syndrome from (B)(6) 2014 to (B)(6) 2016, depression, anxiety, amenorrhea, ovarian cyst, diabetes, dizziness, bronchitis, myomectomy and chest pain. Previously administered products included for an unreported indication: mirena. Concomitant products included alprazolam (xanax) from (B)(6) 2016 to (B)(6) 2017, buspirone from (B)(6) 2016 to (B)(6) 2018, escitalopram from (B)(6) 2016 to (B)(6) 2017, hyoscyamine sulfate from (B)(6) 2014 to (B)(6) 2016, ibuprofen since (B)(6) 2016, lisinopril from (B)(6) 2016 to (B)(6) 2018, medroxyprogesterone acetate (depo provera) from (B)(6) 2016 to (B)(6) 2016, ondansetron from (B)(6) 2018 to (B)(6) 2018, paracetamol (acetaminophen) since (B)(6) 2016, sertraline hydrochloride (zoloft) from (B)(6) 2017 to (B)(6) 2018 and vortioxetine hydrobromide (trintellix) from (B)(6) 2017 to (B)(6) 2018. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain ("physical pain / pelvic pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal)"), urinary tract infection ("uti") and migraine ("migraines / headaches"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with pelvic infection, genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("vaginal infection"), anxiety ("anxiety") and depression ("depression/psych injury"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, vaginal infection, urinary tract infection, anxiety, depression and migraine outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2016 (summons) and (B)(6) 2016 (plaintiff fact sheet). Patient received treatment for pelvic / abdominal, chronic, dysmenorrhea (cramping), uti [interpreted as urinary tract infection], vaginal infection. Patient is currently planning for essure removal. Two coil springs to show after being deployed bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: essure device was successfully occluded. Concerning the injuries reported in this case, the following one/ones were reported from patient¿s medical record : pelvic inflammatory disease, pelvic infection quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2019: pfs received: new events-"vaginal bleeding, menorrhagia, depression, migraine, headache, mental anguish, pelvic inflammation, pelvic infection", concomitant medication, medical history, new reporter added. Event psych injury updated to depression. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammation') and genital haemorrhage ('general, abnormal bleeding') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension from (B)(6) 2016 to (B)(6) 2019, irritable bowel syndrome from (B)(6) 2014 to (B)(6) 2016, depression, anxiety, amenorrhea, ovarian cyst, diabetes, dizziness, bronchitis, myomectomy and chest pain. Previously administered products included for an unreported indication: mirena. Concomitant products included alprazolam (xanax) from (B)(6) 2016 to (B)(6) 2017, buspirone from (B)(6) 2016 to (B)(6) 2018, diazepam (valium) from (B)(6) 2016 to (B)(6) 2018, escitalopram from (B)(6) 2016 to (B)(6) 2017, hyoscyamine sulfate from (B)(6) 2014 to (B)(6) 2016, ibuprofen from (B)(6) 2016 to (B)(6) 2018, lisinopril from (B)(6) 2016 to (B)(6) 2018, medroxyprogesterone acetate (depo provera) from (B)(6) 2016, ondansetron from (B)(6) 2018, oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2016 to (B)(6) 2017, paracetamol (acetaminophen) since (B)(6) 2016, sertraline hydrochloride (zoloft) from (B)(6) 2017 to (B)(6) 2018 and vortioxetine hydrobromide (trintellix) from (B)(6) 2017 to (B)(6) 2018. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain ("physical pain / pelvic pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal)"), urinary tract infection ("uti") and migraine ("migraines / headaches"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with pelvic infection, genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("vaginal infection"), anxiety ("anxiety"), depression ("depression/psych injury"), bacterial vaginosis ("bacterial vaginosis") and post procedural complication ("post procedural complication"). The patient was treated with surgery (hysterectomy). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, abdominal pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, vaginal infection, anxiety, depression, migraine and post procedural complication outcome was unknown and the genital haemorrhage, pelvic pain, urinary tract infection and bacterial vaginosis had resolved. The reporter considered abdominal pain, anxiety, bacterial vaginosis, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, post procedural complication, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2016 (summons) and 25-feb-2016 (plaintiff fact sheet). Patient received treatment for pelvic / abdominal, chronic, dysmenorrhea (cramping), uti [interpreted as urinary tract infection], vaginal infection. Patient is currently planning for essure removal. Two coil springs to show after being deployed bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: essure device was successfully occluded. Concerning the injuries reported in this case, the following one/ones were reported from patient¿s medical record : pelvic inflammatory disease, pelvic infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Bacterial vaginosis & post procedural complication were added. Reporter information updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammation') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension from (B)(6) 2016 to (B)(6) 2019, irritable bowel syndrome from (B)(6) 2014 to (B)(6) 2016, depression, anxiety, amenorrhea, ovarian cyst, diabetes, dizziness, bronchitis, myomectomy, chest pain, migraine, umbilical hernia, adnexa uteri cyst, gram-positive bacteremia, ovarian cyst and submucous leiomyoma of uterus. Previously administered products included for an unreported indication: fioricet and mirena. Concomitant products included alprazolam (xanax) from (B)(6) 2016 to (B)(6) 2017, buspirone from (B)(6) 2016 to (B)(6) 2018, diazepam (valium) from (B)(6) 2016 to (B)(6) 2018, escitalopram from (B)(6) 2016 to (B)(6) 2017, hyoscyamine sulfate from (B)(6) 2014 to (B)(6) 2016, ibuprofen from (B)(6) 2016 to (B)(6) 2018, lisinopril from (B)(6) 2016 to (B)(6) 2018, medroxyprogesterone acetate (depo provera) from (B)(6) 2016, ondansetron from (B)(6) 2018, oxycodone hydrochloride; paracetamol (percocet) from (B)(6) 2016 to (B)(6) 2017, paracetamol (acetaminophen) since (B)(6) 2016, sertraline hydrochloride (zoloft) from (B)(6) 2017 to (B)(6) 2018 and vortioxetine hydrobromide (trintellix) from (B)(6) 2017 to (B)(6) 2018. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain ("physical pain / pelvic pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (vaginal)"), urinary tract infection ("uti") and migraine ("migraines / headaches"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with pelvic infection, genital haemorrhage ("general, abnormal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("vaginal infection"), anxiety ("anxiety"), depression ("depression/psych injury"), bacterial vaginosis ("bacterial vaginosis") and post procedural complication ("post procedural complication"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, abdominal pain, dysmenorrhoea, vaginal haemorrhage, heavy menstrual bleeding, vaginal infection, anxiety, depression, migraine and post procedural complication outcome was unknown and the genital haemorrhage, pelvic pain, urinary tract infection and bacterial vaginosis had resolved. The reporter considered abdominal pain, anxiety, bacterial vaginosis, depression, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, migraine, pelvic inflammatory disease, pelvic pain, post procedural complication, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2016 (summons) and (B)(6) 2016 (plaintiff fact sheet). Patient received treatment for pelvic / abdominal, chronic, dysmenorrhea (cramping), uti [interpreted as urinary tract infection], vaginal infection. Patient is currently planning for essure removal. Two coil springs to show after being deployed bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: essure device was successfully occluded. Concerning the injuries reported in this case, the following one/ones were reported from patient¿s medical record : pelvic inflammatory disease, pelvic infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2021: mr received. Reporter information, patient medical history added. Action taken with drug updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.